Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 45 mg/dl. Bg was addressed with gatorade and juice. Reportedly, the customer was discussing adding another personal profile with a healthcare provider.